Event description:
Philips received a complaint on intellivue x3 patient monitor indicating that on (B)(6), 2026, the monitor did not generate an alarm between the hours of 01:30am and 01:45am for spo2 or pulse, and the patient passed away being monitored by bed 832f. This unit uses nellcor spo2 sensors and they have been having issues.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and secured the logs, archive, and monitor data for before and during the patient incident. The complaint was escalated for a technical complaint investigation (product support engineering reviewed the clinical audit logs). The clinical audit logs indicate that spo2 and pulse alarms occurred during the time in questions of 01:30-01:45am. See the sequence of events below: - entering and existing standby was done at the monitor at 1:12. After a monitor is taken out of standby, all alarms are paused for one minute. - alarms were paused at 1:34:09 from the monitor. There are no alarms available when alarms are paused. - alarms were resumed at 01:36:09. - once the alarms resumed and the criteria for the spo2 alarm is met, the **spo2 85 <87 was generated at 01:37:14. - at 01:37:21, the monitor was placed in standby at the monitor. This stops the spo2 alarm. - at 01:37:26, monitor was resumed. With all alarms paused for one minute per design. - alarms were resumed and ***desat 69 <80 was generated at 01:38:25. - alarms were acknowledged at 01:39:07. - at 01.39:17, **pulse 47 <50 was generated - at 01:40:48, ***xbrady/p 39<40 was generated. - alarms were acknowledged at the bedside at 01:40:55 - spo2 no pulse inop was generated at 01:42:30. See excerpt of logs below: date institution bedlabel action device name action type 15.01.2026 01:34:09 (B)(6) pause: all alarms mon11 pause all alarms 15.01.2026 01:36:09 (B)(6) resume: all alarms mon11 resume all alarms 15.01.2026 01:37:18 (B)(6) sector: **spo2 85 <87 generated at 01:37:14. Pic ix: station 28 yellow alarm 15.01.2026 01:37:18 (B)(6) **spo2 85 <87 generated at 01:37:14. Mon11 yellow alarm 15.01.2026 01:37:21 (B)(6) switch to standby mode mon11 entering standby 15.01.2026 01:37:23 (B)(6) 15.01.2026 01:37:23 (B)(6) **spo2 85 <87 ended. Mon11 yellow alarm 15.01.2026 01:37:24 (B)(6) pulse - pulse off mon11 measurement on/off 15.01.2026 01:37:24 (B)(6) spo2 - off mon11 measurement on/off 15.01.2026 01:37:26 (B)(6) pause ended. Mon11 exiting standby 15.01.2026 01:37:27 (B)(6) pause all alarms mon11 pause all alarms 15.01.2026 01:37:29 (B)(6) pulse - pulse on mon11 measurement on/off 15.01.2026 01:37:29 (B)(6) spo2 - on mon11 measurement on/off 15.01.2026 01:38:28 (B)(6) *** desat 69 < 80 generated at 01:38:25. Mon11 red alarm 15.01.2026 01:38:28 (B)(6) resume: all alarms mon11 resume all alarms 15.01.2026 01:38:29 (B)(6) sector: *** desat 69 < 80 generated at 01:38:25. Pic ix: station28 red alarm 15.01.2026 01:39:07 (B)(6) acknowledge mon11 acknowledge 15.01.2026 01:39:21 (B)(6) sector: **pulse 47 <50 generated at 01:39:17. Pic ix: station28 yellow alarm 15.01.2026 01:39:21 (B)(6) **pulse 47 <50 generated at 01:39:17. Mon11 yellow alarm 15.01.2026 01:39:35 (B)(6) *** desat 55 < 80 ended. Mon11 red alarm 15.01.2026 01:39:36 (B)(6) **spo2 55 <87 generated at 01:39:32. Mon11 yellow alarm 15.01.2026 01:39:36 (B)(6) sector: *** desat 55 < 80 ended. Pic ix: station28 red alarm 15.01.2026 01:39:37 (B)(6) sector: **spo2 55 <87 generated at 01:39:32. Pic ix: station28 yellow alarm 15.01.2026 01:40:31 (B)(6) acknowledge pic ix: station28 acknowledge 15.01.2026 01:40:32 (B)(6) **spo2 55 <87 ended. Mon11 yellow alarm 15.01.2026 01:40:33 (B)(6) sector: **spo2 55 <87 ended. Pic ix: station28 yellow alarm 15.01.2026 01:40:35 (B)(6) **spo2 84 <87 generated at 01:40:31. Mon11 yellow alarm 15.01.2026 01:40:36 (B)(6) sector: **spo2 84 <87 generated at 01:40:31. Pic ix: station28 yellow alarm 15.01.2026 01:40:48 (B)(6) acknowledge pic ix: station28 acknowledge 15.01.2026 01:40:52 (B)(6) sector: ***brady/p 39 <40 generated at 01:40:48. Pic ix: station28 red alarm 15.01.2026 01:40:52 (B)(6) sector: **pulse 39 <50 ended. Pic ix: station28 yellow alarm 15.01.2026 01:40:52 (B)(6) **pulse 39 <50 ended. Mon11 yellow alarm 15.01.2026 01:40:52 (B)(6) ***brady/p 39 <40 generated at 01:40:48. Mon11 red alarm 15.01.2026 01:40:55 (B)(6) acknowledge mon11 acknowledge 15.01.2026 01:40:57 (B)(6) **spo2 82 <87 ended. Mon11 yellow alarm 15.01.2026 01:40:57 (B)(6) pause: all alarms mon11 pause all alarms 15.01.2026 01:40:57 (B)(6) ***brady/p 39 <40 ended. Mon11 red alarm 15.01.2026 01:40:58 (B)(6) sector: **spo2 82 <87 ended. Pic ix: station28 yellow alarm 15.01.2026 01:40:58 (B)(6) sector: ***brady/p 39 <40 ended. Pic ix: station28 red alarm 15.01.2026 01:42:34 (B)(6) spo2 no pulse generated at 01:42:30. Mon11 logged inop 15.01.2026 01:42:35 (B)(6) sector: spo2 no pulse generated at 01:42:30. Pic ix: station28 logged inop 15.01.2026 01:42:57 (B)(6) resume: all alarms mon11 resume all alarms 15.01.2026 01:58:18 (B)(6) switch to standby mode mon11 entering standby 15.01.2026 01:58:20 (B)(6) sector: spo2 no pulse ended. Pic ix: station28 logged inop 15.01.2026 01:58:20 (B)(6) spo2 no pulse ended. Mon11 logged inop 15.01.2026 01:58:21 (B)(6) pulse - pulse off mon11 measurement on/off 15.01.2026 01:58:21 (B)(6) spo2 - off mon11 measurement on/off based on the results of the analysis, the product was operating as designed and expected.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
It was reported the monitor did not generate an alarm for spo2 or pulse and the patient passed away. Clinical staff visited the patient room at 01:15 and then visited again at 01:30 and the patient was found deceased. There were no alarms generated during those 15 minutes, though spo2 and pulse were still displayed on the monitor. At 01:38 am, the nurse adjusted the bed and spo2 dropped below 90% and an alarm was generated. This unit uses nellcor spo2 sensors and they have been having issues. It was clarified there was no allegation the monitor or monitor behavior contributed to the patient's death. It was also indicated testing of the device revealed normal behavior and that 'external influences' may have caused unexpected measurements. Based on the information received, it was indicated the spo2 sensors were affected by 'external influences'; therefore, the original complaint remains that the spo2 did not alarm during the event timeframe.